Event description:
The doctor introduced the livewire steerable electrophysiology catheter (duo-dec, super lrg curl) and was unable to steer or direct the catheter. The the doctor felt that the steering mechanism malfunctioned. The doctor immediately removed the catheter and requested a new one.======================manufacturer response for steerable electrophysiology catheter, livewire (per site reporter).======================the st. Jude ep representative was called and will be coming to the hospital to pick the catheter.